Manufacturer narrative:
(B)(4). Radiographs confirmed the event. Revision surgery has not occurred to date. The device remains insitu. No further investigation of the device can be completed at this time. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Labeling review; "correct selection of the appropriate implant size and correct placement of the device are essential to ensure optimal performance and function of the device. Before selection of the implant, it is also important to note: the presence of anatomical abnormalities and/or deformities may reduce the possibility of the surgeon to ensure proper placement of the implant" "risk associated with implants in the spine, including pcm cervical disc device, are: early or lat loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties."

Event description:
On (B)(6) 2014, the patient underwent a single level fusion receiving a cervical prosthetic device. Approximately, 4 weeks post-operative, it was noted the device migrated anteriorly. A revision surgery is planned but the date is unknown. Patient's bone quality, activity level, or compliance to post-operative care instructions are unknown. It is unknown if the patient had an impact or fall.